Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer needed to be replaced. After replacement, the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported there was no signal in the monitor, and the system was would not start up. This issue was noted outside of a procedure, and there was no patient involvement.